Event description:
After an implantation period of approx. 1 month, it was observed on the ECG that the ventricle was not capturing. A lead revision was planned.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.